Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: analysis of the returned device revealed dried blood and contrast were present in the inflation lumen and balloon. The balloon was loosely folded. Magnified inspection revealed a transverse scratch on the surface of the balloon between the markerbands. The balloon was inspected while pressurized and a pinhole was identified at one end of the scratch. There was no evidence that the scratch and pinhole are attributable to a product quality deficiency. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The lesion details are unknown. The 6.0 x 20mm sterling balloon catheter was advanced to the lesion and during the first inflation, the balloon ruptured at 2atms. The procedure was completed with a non-bsc balloon. There were no patient complications reported and the patient's status is fine.